Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient on (B)(6)-2015 and it was reported that she had the pain pump taken out last year because of an abscess. Per the patient, the doctor stuck a needle in and fluid just went everywhere. The patient did not know what kind of drug was in the pump, she did not know the name of the doctor involved with the pump, and she had no additional information regarding the event.

Event description:
It was reported that there was an abscess over the patients pump. It was indicated that the health care provider (hcp) was with the patient at the time of report; however, no further information was provided. The patient's outcome and the drug delivered via pump were unknown. Additional information had been requested, but was not available as of the date of this report.